Manufacturer narrative:
Follow-up #1: date of submission 11/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/01/2016 with the following findings: no por events observed in the black box. Battery compartment is cracked on the side at the threads and cracked above and below the bumper pad. Corrosion observed inside battery compartment. No damage found to returned battery cap. Returned battery cap is able to carefully secure to the pump and used to exercise the pump for 24hr duration testing; no por¿s were duplicated during this time period. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Leak test fails due to battery compartment leak. Removed pump cover and no further evidence of moisture damage was found. No damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the patient had a blood glucose (bg) of 31.1mmol/l with confusion. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was noted that the battery compartment was cracked. This report is being made due to the bg excursion the patient experienced due to an alleged power issue.